Manufacturer narrative:
The initial report stated that the coil was "untwisting" when advanced into position. The physician changed to another device (unspecified) to complete the procedure. Additional information received from the affiliate indicated and confirmed that "untwisting" was equivalent to coil stretching. The coil had not yet been placed in the aneurysm when the stretching occurred in the microcatheter. The microcatheter used was manufactured by boston scientific, specific type and lot not provided. The entire coil was withdrawn. However, it was unknown whether the coil remained attached to the dpu after it was withdrawn. There was no additional intervention performed to retrieve the coil. An adequate continuous flush was maintained through the microcatheter during the procedure. The procedure was completed with no patient injury reported. The coil was returned undamaged. No stretching of the returned coil was found as reported by the complainant, and it was still attached to the device positioning unit (dpu) by the detachment fiber. The coil was confirmed dimensionally and visually as a sph100350-20 as identified in the report. The catalog name/number of the boston microcatheter used in the complaint is unknown. However, using an in-house boston sl-10 (10 series microcoil compatible) microcatheter, the returned coil was introduced multiple times with no problems encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no resistance encountered. Laboratory testing and inspection could not duplicate the field complaint. Therefore, the root cause of the coil stretching during introduction cannot be determined. Without the return or the complete identification of the boston scientific microcatheter catalog number/name and specific details regarding the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, the complaint is not confirmed and no corrective action is warranted at this time.

Event description:
The report stated that the coil was untwisting when advanced and position. Changed another one to complete the procedure. Additional information received from the affiliate indicated and confirmed that 'untwisting' meant coil stretching. The coil has not been placed in the aneurysm yet when the stretched as it occurred into the microcatheter. The type of microcatheter used was boston. The entire coil was withdrawn. However, it is unknown if the coil remained attached to the dpu after it was withdrawn. There was no additional intervention performed to retrieve the coil. An adequate continuous flush was maintained through the microcatheter. The procedure was completed with no patient injury reported.

Manufacturer narrative:
The procedure was coil embolization assisted with the vrd for aneurysm located in bifurcation of internal carotid artery and ophthalmic artery that was not calcified and heavily tortuous. Access was obtained from femoral artery. The coil was returned undamaged. No stretching was found as reported to the returned coil. This coil was still attached to the device positioning unit (dpu) by the detachment fiber. No unintended detachment of this coil occurred as reported. The coil was confirmed dimensionally and visually as a sph100350-20 as contained in pi 1-gfafnu. The catalog name/number of the boston microcatheter used in the complaint is unknown. Therefore, using an in-house boston sl-10 (10 series) microcoil compatible microcatheter, the returned coil was introduced multiple times with no problems encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no resistance encountered. Laboratory testing and inspection could not duplicate the field complaint. Therefore, the root cause of the coil stretching and having an unintended detachment during introduction cannot be determined. Also, the coil was introduced multiple times with no issues found. In addition, without the return or the complete identification of the boston microcatheters catalog number/name and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information and evaluation codes will be submitted within 30 days.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.